Manufacturer narrative:
Investigation description: complaint confirmed. The device was observed to have a damaged lcd due to impact.

Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked, nonfunctional touchscreen consistent with a device fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen, aligning with a device fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.